Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: during investigation, there were no unexplained power interruptions in the black box. There was no moisture/corrosion observed in the battery compartment. There was no damage found to the returned battery cap or battery compartment. The returned battery cap fully attached to the pump and was used to complete a 24 hr duration test. There were no power interruptions duplicated during this time. The returned battery cap contacts were within specification. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.